Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl verified the customer complaint of primary audible alarm and auxiliary control unit (acu) watchdog failure. The cause of the customer reported problem was a defective primary speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the primary speaker, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an acu watchdog failure and no power/primary audible alarm. Issue was found during set up and no patient was involved.